Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was peeling at the ¿ok¿ button. All the buttons responded properly and no contamination was observed under the button contacts when the keypad cover was removed. Additionally, the pump passed a leak test and there was no evidence of moisture intrusion inside the pump. The investigation was unable to duplicated the reported button issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. Reportedly, the ¿up¿ and ¿down¿ arrow buttons was difficult to elicit a respond unless pressed hard and in the right way. Patient reported that there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.